Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician experienced difficulty with lead placement during the trial procedure due to the patient's anatomy and excessive scar tissue. The patient reported persistent pain was requested for the procedure to be halted. As a result, the procedure was abandoned and all product discarded. F/u revealed the physician attempted lead placement for 45 minutes to an hour. The physician may consider a paddle trial at a future date.